Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Unknown date in (B)(6) 2015. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device history review: the depth gauge for 2.0mm and 2.4mm screws (part 319.006, lot 4900646) was manufactured to the brandywine work order for (B)(4) parts. The lot was inspected and conformed per the inspection document. There were no material record reports, non-conformance reports, or complaint-related issues with this lot. One part was scrapped at operation # 20 (drill/ ream / pin). (B)(4) parts were released to the warehouse on december 2, 2004. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review was performed ¿ service history review: lot # 4900646. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 2-dec-2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws broke during surgery on an unknown date in (B)(6) 2015. The metal tip of the depth gauge broke while measuring for screw length. An alternate gauge was used to successfully complete the procedure with a one (1) minute surgical delay. The patient outcome was reported as good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip broke. The repair technician reported the handle was cracked. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. The gray plastic handle is also cracked. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is (B)(4), which is an appropriate material for an instrument component of this type. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.